Event description:
It was reported that the physician was attempting to use a 3.0mm diameter x 18mm length endeavor resolute drug eluting stent to treat a lesion in the lad with 75% stenosis but the device could not pass the lesion. It was reported that when the device was pulled back , the physician noticed that the stent struts were damaged. The device was prepped as per IFU with no abnormalities noted. No resistance was noted when advancing the device towards the lesion . It was reported that force was used . It was reported that the procedure was completed with a 3.0mm diameter x 18mm length endeavor resolute drug eluting stent . No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - failure to deliver stent and stent deformation. No results available since no evaluation was performed. Patient condition affected effectiveness of the device - patient lesion morphology, calcified lesion. Evaluation conclusion: device failure / lack of effectiveness related to patient condition - patient lesion morphology, calcified lesion. Known inherent risk of procedure failure to deliver stent and stent deformation. (B)(4).

Manufacturer narrative:
Evaluation: results - deformation problem (stent deformed). Failure to follow instructions. (Forced used to advance device). Conclusion - user error contributed to event (forced used to advance device).

Event description:
Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. The 1st two proximal and distal stent segments and balloon pillows were slightly expanded. The segments were pinched, partially flattened and deformed. The remaining segments were intact.